Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer service states provider states the end user alleges the seat post is leaning.

Manufacturer narrative:
Additional/updated information was added to reflect the seat being returned to the manufacturer for evaluation; however, subsequent testing could not verify the complaint of it leaning. The issue was not able to be duplicated, and there were no visible defects to any of the returned parts. However, it was noted that there may have been an issue with the seat post or seat post receiver tube, which were not returned. The underlying cause of the complaint issue could not be determined.

Event description:
Customer service states provider states the end user alleges the seat post is leaning.